Manufacturer narrative:
(B)(6): patient weight not available from the site. Other relevant device(s) are:synergy cranial s7;i7 2.2.7 9733763. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the 3 point tracer registration could not be initialized as the third point did not appear after multiple attempts. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.